Manufacturer narrative:
B.5. And d.1. Updated with correct product name. H.6. Conclusion code 1: 22: according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: dissection, aneurysm enlargement and reoperation.

Event description:
The following information was reported to gore: on (B)(6), 2014 a patient underwent treatment of a thoracic aortic aneurysm, zone 3, measuring 52mm with a gore® tag® thoracic endoprosthesis. On (B)(6), 2014 the aneurysm measured 55.4mm. On (B)(6), 2015 the aneurysm measured 73mm. On (B)(6), 2017 the aneurysm measured 71mm. On (B)(6), 2018 distal progression of the aneurysm was seen, immediately distal to the gore® tag® thoracic endoprosthesis. The aneurysm measured 75mm. Initially the patient was asymptomatic, but then progressed to having pain, necessitating a reintervention. On (B)(6), 2019 a reintervention took place whereby an additional endoprosthesis was implanted, extending to the celiac trunk. The reintervention was successful and the patient did well.

Manufacturer narrative:
H.6. Conclusion code 2: 67 is being removed.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: dissection, aneurysm enlargement and reoperation.

Event description:
The following information was reported to gore: on (B)(6) 2014 a patient underwent treatment of a thoracic aortic aneurysm, zone 3, measuring 52mm with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2014 the aneurysm measured 55.4mm. On (B)(6) 2015 the aneurysm measured 73mm. On (B)(6) 2017 the aneurysm measured 71mm. On (B)(6) 2018 distal progression of the aneurysm was seen, immediately distal to the conformable gore® tag® thoracic endoprosthesis. The aneurysm measured 75mm. Initially the patient was asymptomatic, but then progressed to having pain, necessitating a reintervention. On (B)(6) 2019 a reintervention took place whereby an additional endoprosthesis was implanted, extending to the celiac trunk. The reintervention was successful and the patient did well.